Manufacturer narrative:
The device was not returned to olympus for inspection. Based on the results of the investigation, a field service engineer (fse) was dispatched to the user facility and confirmed the reported issue; however, a definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during device evaluation, the water filter of the endoscope reprocessor was clogged. There was no patient involvement.